Manufacturer narrative:
Clarification d.1, d.2a, d.2b, d.4: no information has been received providing whether device is saline or silicone. Default to saline based on unknown mammary status. The event of rupture/deflation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿lesion on the right breast¿, rupture/deflation not related to a traumatic event.

Event description:
Healthcare professional reported ¿lesion on the right breast¿, rupture not related to a traumatic event. Device has been explanted.